Event description:
It was reported that an image quality problem with the 9800 system was observed. No patient injury was reported.

Manufacturer narrative:
Per ge service representative, the reported issue is currently under investigation. A follow up report will be filed when additional details become available.